Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that right atrial (ra) impedance measurements were reported to be unusually high. An invasive revision procedure was performed and the ra lead was surgically abandoned and replaced without complication. The device was electively explanted and replaced. No other adverse patient effects were reported with this clinical observation.